Event description:
It was reported that a spectrum pump was having constant "door not fully latched/door jammed messages." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched/door jammed messages" were confirmed through review of the event history log, but were unable to be reproduced during evaluation. The reported symptom was only replicated during evaluation when unequal pressure was used to close the door. Evaluation found the pump door was able to close as designed with a loaded set when using proper door closing technique as described in the spectrum operator's manual.